Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up interrogation, two inappropriate shocks were observed. The programmed discrimination could not identify the reason for rate of change and ventricular tachycardia therapy was given. The device was reprogrammed. The patient was in stable condition.